Event description:
Pt had severe coronary disease and underwent a complex mutli-vessel pci. At the end of the procedure it was noted that the tip of the wire had fractured and remained in the diagonal artery.